Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was partially implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the major aorto-pulmonary collateral artery (mapca) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached eight pc400 coils into the aneurysm. Upon removing the microcatheter from the parent catheter, the angiogram revealed that the last pc400 coil was pushed out from the collateral circulation and into the parent vessel by blood flow. The physician attempted to retrieve the pc400 coil using a snare device; however, the pc400 coil became unraveled. The physician then made multiple attempts to retrieve the unraveled coil filaments from the patient's body using the snare device; however, on the third attempt, the pc400 coil filaments were unintentionally cut off. The remaining portion of the coil filaments were left in the body but not visible under fluoroscopy. Taking into consideration how much time had passed, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.